Manufacturer narrative:
(B)(4). Concomitants: 4194-88 implantable pacing lead, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(6) 2008. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine generator changeout when the physician pushed downwards on the pin, the pin went into the sealing ring portion of the insulation and would "spring" back out. The physician applied medical adhesive to the pin as a precaution. The lead remains in use. No patient complications have been reported as a result of this event.